Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v adn the haptic bent while advancing. The lens was not implanted and there was no patient injury. The model and lot numbers of the cartridge and injector were not specified by the facility.